Event description:
A customer reports during a vitrectomy procedure to fix a vitreous hemorrhage the device stopped maintaining intraocular pressure. During the procedure, the eye lost pressure which caused the hemorrhage to continue to bleed. The surgery was completed using a manual IV pole (gravity) with no impact to the pt. At the end of surgery the hemorrhage resolved and "the eye was good".

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).